Manufacturer narrative:
(B)(4). Date sent 8/12/2025. D4 batch #196d61. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the glc80 device was received with a small crack in the tab of the anvil shroud, however, the crack didn¿t have an impact on the firing. No conclusion could be reached on what caused the cracked. No reload was returned. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples met the staple form release criteria. The device could be opened without difficulty after firing. The event could not be confirmed as the device opened and closed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although the cause of the reported incident could not be determined, proper use of the linear cutters - glc is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 196d61, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the positing of the firing knob while the device was closed? The firing knob was in the home position.

Event description:
It was reported that during a colostomy procedure that the stapler was not opening or closing all the way. Surgeon was able to finish the procedure after fidgeting with device. No patient consequences reported.